Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3. Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tap not sticking event on 06-march-2024. The cause of product was not adhering due to moisture. The adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity). Non-serialized product being replaced no further information available.